Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v009768, implanted: (B)(6) 2006, product type: lead. Product ID: 3093-28, lot# v010426, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported having problems with the device. She was implanted in (B)(6) 2006. The device did not work and she went to see a manufacturer representative because the device wasn't coming on like it was supposed to. When it did, it was sporadic. She went to see the doctor and manufacture representative in (B)(4) and the lead was replaced in (B)(4). No symptoms, troubleshooting or potential event cause were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.